Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed a "call tech support" error. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware and hardware errors were observed. The receiver case was opened for interior inspection and moisture damage was observed and pictures were taken. The reported event of an error icon display was confirmed during log review. A root cause could not be determined. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time.